Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap and reservoir locked properly into the reservoir compartment. No no delivery alarms, alerts, or anomalies were noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed a no delivery alarm on the event date of 04/11/2023 at 05:21:00.000, 05:22:00.000, 05:24:00.000, 05:40:00.000, 08:33:00.000, 09:20:00.000, 09:37:00.000, 09:38:00.000, 11:29:00.000, during basal, and on 05:24:48.000, 09:41:01.000, 11:38:59.000, 11:41:48.000, 17:29:47.000, 17:31:23.000, 17:37:25.000, during bolus, and on 17:33:56.000, 17:42:39.000, 17:44:13.000, 17:49:39.000, 17:50:42.000, 17:55:20.000, 17:57:05.000, 17:59:57.000, and 18:20:43.000 during priming. Pump was cut open to perform visual inspection and found moisture damage on the force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, and pillowing keypad overlay. No delivery/occlusion alarm during priming was not confirmed during testing. Moisture damage was confirmed found on the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the insulin pump had a recurring insulin flow block alarm. Troubleshooting was performed and found that the insulin exited during the manual plunger push. Advised customer to rewind pump, reinsert reservoir into the pump, and run load reservoir/fill tubing to at least 5.0u and the pump alarmed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.